Event description:
Consumer complaint of low blood glucose results from replacement meter. Caller's meter gave a reading of 67 mg/dl while her brother's meter (trueresult) gave a reading of 110 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).